Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels reaching approximately 50 mg/dl. Customer stated that they are new to the pump and the pump settings still need to be adjusted. Customer ate glucose tablets to bring bg levels back to target range. Customer was instructed to discuss diabetes management and pump settings with their health care professional.